Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power cable disconnect alarm was confirmed. The submitted log file spanned 1 days (B)(6) 2020 to (B)(6) 2020 per the timestamp). Multiple power cable disconnect alarms were active throughout the log file due to power cable fault on the black power cable not associated with a power source exchange. The alarm cleared shortly after activating and did not affect the controller¿s ability to operate the pump at set speed limit. No other notable alarms were observed. The returned hmii system controller, pcx-16353, reproduced the power cable disconnect alarm on the black power cable. The controller¿s black power cable was tested and observed current leakage on multiple wires. The black power cable was stripped down to the wires and had detached wires after the strain relief ended from the connector side. The power cable was exchanged with a test power cable. The controller was then functionally tested and found to operate as intended during analysis; the alarms did not activate. The root cause of the reported event was determined to be damaged black power cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Pcx-16353 was shipped to the customer on (B)(6) 2018. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller, and state how to store, transport, and maintain the system controller to prevent damage. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. Incidental findings: slice in the white power cable jacket. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had intermittent connect power alarms and her yellow black power cable light illuminated despite having full batteries. Batteries and battery clips were cleaned and changed and patient on wall power. Patient underwent a controller exchange. The black power lead had no signs of damage. No bent or missing pins were found at first glance.